Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 7, 2019 that a flexiva ID 550 laser fiber was used during a rigid bronchoscopy, laser ablation, mechanical debulking, electrocautery snare, balloon dilation, stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was placed in the bronchoscope channel with tip remaining intact. The channel was removed as planned. After re-introducing the fiber it was noted that the tip was fractured. The tip was found buried in the airway mucosa later on and was retrieved without incident. The procedure was completed with a second flexiva ID 550 laser fiber there were no patient complications reported as a result of this event.